Manufacturer narrative:
The gambro phoenix machine MFR will be sending their MDR 9616240-2007-00012 in response to this incident. Charge nurse reported that in 2006, a hemodialysis pt was admitted to the hosp where her lab values substantiated gross hemolysis. Medical dir reported that the cause of the hemolysis was not mechanical as there were no red blood cell fragmentation. Director, technical services, reported that the phoenix machine checked out to meet all the MFR's specifications. The pt expired. The cause of death is unk. There is insufficent evidence to determine the cause of the hemolysis , other than to say it was not mechanical. There is no reason to believe that any gambro product caused or contributed to this pt's death.